Event description:
Rn noticed baby was tachycardia and tachypneic. Servo pt temp reading 36.3 with an environmental temp of 34, ax temp 37.5 c. The nurse did normal troubleshooting and changed pt sensor. With no improvement, rn then changed temperature cable which when she first plugged in the pt sensor the correct temperature read for a moment then dropped back down to 36.3. Bed was calibrated and probes and cable were replaced which corrected the situation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.